Manufacturer narrative:
1. No sample was returned and no picture was returned from the customer; 2. Review batch record information, 1) the complaint lot#3234470 was produced in the prn automatic assembly line, the production date is 2023-10, and the m860 packaging machine was packaged in 2023-10, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the function test, attachment 1- the test report of retained sample of complaint lot; 1) leakage test on the retained sample of complaint lot, that is rotary the prn of retained sample on the standard luer connector , then injected the system water pressure , observed whether abnormality on the sample . 2) pull force between sleeve stopper and adapter 4. Root cause analysis : due to no sample was returned , the customer found an anomaly after one day of use, and the failure mode cannot be reproduced on the retained sample test, based on above,the root cause cannot be confirmed . 5. The plant continue pay attention to this defect.

Event description:
No additional information.

Event description:
It was reported that bd prn adapter had a loose component on (B)(6) 2024 16:40:00 on the first day of the patient's indwelling IV indwelling needle, the silicone portion of the heparin cap was found to be loose and dislodged, and a replacement heparin cap was immediately given.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.